Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately thirteen years and ten months later, the patient reported with lower back pain and a computerized tomography lumbar spine demonstrated the filter at the mid l2 to inferior l3 interspace. Migration was unlikely based on the imaging study findings. There was no significant tilt indicated. A grade 3 perforation was demonstrated with upper ventral wire filters extended 8mm and 12mm outside the cava wall and abutting the duodenum. A posterior strut extends 12mm outside the cava wall and abuts the inferior l3 vertebrae with noted osteophyte. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2007).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter perforated beyond lumen of the vessel. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.